Event description:
It was reported that the balloon ruptured. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres below 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres below 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure. It was further reported that the 75% stenosed target lesion was located in the severely calcified second right posterolateral segment of the right coronary artery.